Event description:
Reporter stated that wife was having a procedure performed for treatment of varicose veins. Dr was performing the procedure and a 16 cm segment of catheter was cut loose into patient's leg. Dr had to perform an emergency cut down procedure to remove segment from patient. Patient was told that dr stated that the 16cm segment was given to angiodynamics sales rep. Patient's insurance company was billed by the hospital for this additional emergency procedure. Patient states, she went back to dr for check up, and he states vein too deep to take care anyway. Patient now states she has a scar on leg. Reporter would like to know why this happened and whose responsible.

Manufacturer narrative:
Lot history record review: the lot number was not reported. The complaint was submitted by the patient. A ship history was conducted based on the hospital information submitted by the patients husband. The hospital listed has not received any venacure products in the last year. Review of returned sample: the facility/physician had informed the sales rep of the incident. The fiber broke in patients leg and a cut down had to be performed to remove the piece of fiber/sheath. The retrieved piece of fiber was given to the sales rep. Based on the visual evaluation of the sample and the conversation with the physician, it was determined the incident was due to physician error - the fiber was not locked in completely. The physician thought he was pulling back the fiber and the sheath together but because the fiber was not locked in the fiber was being pulled back through the sheath (burning the sheath). The complaint sample has been discarded. Conclusion: the complaint investigation is conclusive. The complaint sample was not returned for evaluation. Based on information supplied by the sales rep: the facility/physician had informed the sales rep of the incident, the fiber broke in patients leg and a cut down had to be performed to remove the piece of fiber/sheath, the retrieved piece of fiber was given to the sales rep, based on the visual evaluation of the sample and the conversation with the physician, it was determined the incident was due to physician error - the fiber was not locked in completely. The physician thought he was pulling back the fiber and the sheath together but because the fiber was not locked in the fiber was being pulled back through the sheath (burning the sheath), the sales rep inadvertently discarded the sample. This type of complaint will continue to be monitored for trends. No further action required at this time. Frequency has increased but the severity of this event is not greater than usual.